Manufacturer narrative:
UDI (B)(4). The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart failure due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve or for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis. Deployment of the sapien 3 valve in a native tricuspid valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Per the instructions for use (IFU) for aortic indication and mitral valve in surgical valve indication, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium, bulky or severe calcification, an elliptical landing zone shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive, as relative patient information was not provided, so the exact cause of the regurgitation is unknown. However, as the pvl was initially treated with vascular plugs, it is possible that it was related to patient factors (characteristics of landing zone). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist (fcs), two and a half months post implant of the 29mm sapien 3 valve in the tricuspid position, a second valve was required for paravalvular leak (pvl). The pvl was treated with plugs, however the plugs were removed and a second valve was implanted to try to reduce pvl. There was no failure mode with the valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was provided which indicated there was a discussion regarding the cause of the pvl, indicating it was related to the shape of the tricuspid valve, as it was a large valve. The last know patient status was the patient was doing well.